Event description:
It was reported that this right ventricular (rv) lead had high thresholds, decreased impedance, and helix retraction issues. These were associated with lead slack being pulled back. A new lead was implanted. No additional adverse patient effects were reported. Lead is expected to return for analysis.